Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no noncomformances. When the device was returned to mmdg for investigation, the bt2 battery had failed, causing the auxiliary alarm failure. The pump was serviced to correct the issue.